Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The rep reported that the patient had a pocket revision to make the ins pocket deeper as a result of weight loss. The ins was "bothersome" to the patient. Troubleshooting was not required. The reason for the call was not related to the pocket revision. The caller did not provide an update on how the revision may have addressed the "bothersome" effect of the ins.